Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse aligned the top seal assembly and the film height. Then, the cse determined that the magnesium quality control (qc) recovery was unacceptable and replaced the quality controls. The cse ran qc and a precision study on both levels of qcs, which were acceptable. Based on the dimension xpand/xpand plus operator's guide, "the cuvettes and the contents of the cuvettes may present a biohazard or chemical hazard. Follow standard laboratory procedures for protection from biohazards and chemicals when performing maintenance and troubleshooting procedures." The customer was wearing personal protective equipment (ppe) when checking for cuvette formation and was splashed above the gloves. The cause of the operator's exposure to the cuvette's contents was potentially due to the operator's method in troubleshooting the cuvette formation. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension xpand plus with hm instrument reported that she was exposed to contents of a cuvette when troubleshooting the cuvette formation on the instrument. The customer reported that her wrist was potentially splashed with quality control material when she squeezed a cuvette. The operator washed her wrist and did not require medical treatment or intervention. There are no reports of adverse health consequences due to the operator's exposure to the cuvette's contents.